Manufacturer narrative:
The customer complaint that the unit was not receiving ac power and that it smelled of electrical burn was verified. Visual inspection found evidence of sparks, shocks, flames, charring on the power supply and cpu. The battery and ac line cord were missing. Service replaced power supply, cpu board, lcd display, keypad asm, fluid shield, pressure sensor, app pwa, main chassis, front and rear enclosures. Calibrated mechanism. Replaced missing battery and ac line cord. Device powered up and passed self test with no alarms. Probable cause was fire and smoke damage.

Manufacturer narrative:
The device was returned for evaluation. However, testing has not yet been completed.

Event description:
The incident involved a plum 360¿ infusion pump. It was reported that the pump was not receiving ac power and that it smelled of electrical burning. The issue is not related to physical damage/ abuse. There was no patient involvement. No patient harm reported. And no delay in therapy.